Event description:
The customer alleged 7 discrepant calcium results when testing was performed on the cobas integra 400 plus analyzer, serial number (B)(4). Both initial and repeat testing were performed on the same analyzer. The initial, discrepant results were reported outside the laboratory and questioned by physicians. For patient 1, the initial calcium was 7.4 mg/dl, accompanied by a data flag. The repeat calcium was 9.2 mg/dl. For patient 2, the initial calcium was 7.7 mg/dl, accompanied by a data flag. The repeat calcium was 9.5 mg/dl. For patient 3, the initial calcium was 6.4 mg/dl, accompanied by a data flag. The repeat calcium was 8.2 mg/dl, also accompanied by a data flag. For patient 4, the initial calcium was 7.3 mg/dl, accompanied by a data flag. The repeat calcium was 8.9 mg/dl. For patient 5, the initial calcium was 7.0 mg/dl, accompanied by a data flag. The repeat calcium was 8.9 mg/dl. For patient 6, the initial calcium was 6.4 mg/dl, accompanied by a data flag. The repeat calcium was 8.0 mg/dl, also accompanied by a data flag. For patient 7, the initial calcium was 7.1 mg/dl, accompanied by a data flag. The repeat calcium was 8.9 mg/dl. The customer stated no patients were treated based on the erroneous results and no patients were adversely affected by the event. The field application specialist determined the customer was using a lot number of calcium reagent that was recalled by the manufacturer under urgent medical device removal notice (B)(4), issued by the manufacturer on (B)(6) 2010. The field application specialist stated the customer did receive the bulletin but did not discontinue use of the affected lot. The field application specialist assisted the customer in discarding all remaining stock of the affected lot. A new lot of calcium reagent was put into use. Calibration and quality controls on the new lot were found to be acceptable by the customer. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed (B)(6) 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.